Event description:
Hamilton medical ag received the following event description: the device generated tf 5500 tf5505. No patient involvement .

Manufacturer narrative:
Hamilton medical ag ref. Nr:(B)(4) the report contains also the investigation outcome. According to the complaint description, the device generated tf 5500 and tf5505. It is important to emphasize that no patient was involved at the time of the event. Additionally, the logfiles have not been received for analysis. According to the service manual for hamilton-g5, tf5500 indicates that the servo supply monitor out of range (10 v ± 1%) for 1 second and tf 5505 indicates that the tank pressure is above 550 mbar for 50 ms. To address the issue, the servo module was replaced. Following replacement of the component, the issue was resolved. Hamilton medical considers this case closed.